Event description:
Pt's son reported the pt expired in 2006. No cause of death was reported. The MFR has attempted to get add'l info from several hcp's. The most recent hcp to see the pt, last saw the pt in 2004. They did confirm the pt died in the hosp but did not have a cause of death. The MFR is requesting a death certificate.